Event description:
Patient's mom reported her daughter was hospitalized due to a "defective pod." Mom also mentioned that "another incident" occurred, however, no further information was provided. No product was ever returned for evaluation.

Manufacturer narrative:
No product was returned for evaluation - we are unable to assess product condition to determine if any malfunction or defect occurred that may have contributed to the patient's condition. The omnipod's user guide warns, "...if you experience unexpected elevated blood glucose levels, change your pod." The user guide also warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of a hcp. If ketones are not present, take a correction bolus as prescribed by a hcp. Check blood glucose again after two hours. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. If bgs remain high after a total of 4 hours then replace the pod and contact a hcp for guidance. The user guide advises that users keep an emergency supply kit with them when traveling. Among other items, the kit should include: insulin syringes or pens in case you need injections, several vials of insulin or insulin cartridges if you use a pen, glucagon kit (make sure any person you are traveling with knows how to give the injection). The user guide also has a section dedicated to hypoglycemia and warns, even if you cannot check your blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma, or death." Product lot qualification records could not be reviewed since no lot number was provided.